Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an inpact admiral drug coated balloon during treatment of a plaque lesion in the patient¿s left mid superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 60% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The vessel was pre-dilated. A syringe was used for balloon inflation. Diluted iodine-containing filling agent inflation fluid was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Balloon inflation difficulties were reported during balloon inflation at 14 atms. Deflation difficulties were also reported. No leaks were noted on the device and no damage noted to the balloon catheter. The device was slow to deflate at the lesion site. Difficulty removing balloon following balloon inflation was also reported. The balloon was not fully deflated for removal. It was not as tight when it was put it in, but a little looser when it was pulled it out. The balloon catheter was slightly stuck upon the sheath during withdrawal. The device was pulled out directly along the guidewire. The device was safely removed from the patient and no vessel damage was reported. A replacement non-medtronic device was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state the device was flushed, (photo 3) and a 0.035¿ guidewire was loaded through the device an attempt was made to inflate the balloon, but it wouldn¿t inflate. A visual inspection of the device found that the outer shaft was stretched beside the balloon bond thus preventing inflation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis1: the customer returned two images for evaluation. Image 1: this image depicts the the product label of the inpact admiral drug coated balloon, the lot number recorded on the product label correlates with the complaint on gch. Image 2: this image depicts the the inpact admiral drug coated balloon visualized through the product pouch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.